Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown. UDI:(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in (B)(6) that during a rotator cuff repair surgical procedure on (B)(6) 2023 the 4.5 healix advance peek 3sut w/oc device anchor broke off. All broken parts were removed. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek, then conducted visual inspection of device received. Visual observation revelated, that the anchor was not received. Along with the device the suture was damage and the distal ends were frayed. A manufacturing record evaluation was performed, for the finished device lot number. And no non conformances were identified. Based on the visual inspection results, this complaint cannot be confirmed. And a root cause cannot be determined. The anchor broken can be associated with off axis insertion and levering, during insertion. Moreover, excessive force on the inserter could have resulted, damage the anchor. The damage in the suture card could be related to procedural variables, such handling of the device or product interaction, during procedure. However, it cannot be conclusively affirmed. As per, the instructions for use: inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. As part of mitek¿s quality process all devices are manufactured, inspected and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.